Event description:
It was reported that the patient had an adverse reaction to the surgery and the implantable neurostimulator (ins) is flipped. Caller states that the healthcare provider (hcp) did not want to replace the implant for 3 months due to infection reasons. The patient received a replacement ins and was told by the nurse that the therapy was turned on. The caller stated that the patient was shaking but did not have the external equipment with them to check the status of the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the consumer reported after surgery they were reaching for something, and they popped the stitch holding the device in place resulting in the device moving. To resolve the issue surgery took place on (B)(6), there was no infection, but it was painful and bothered them when it moved around.